Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 not detected on bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer reseated cables and replaced pyxis module control board. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device brand name, medical device model, unique device identifier (UDI), medical device catalog, section e initial reporter phone, section g manufacturing location, reporting office, reporting source section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 21-jun-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer not detected on bus was confirmed by fse, and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the bd fse under wo (B)(4). Upon initial inspection, the main drawer 5 failed and was not detected on bus. Fse proceeded to inspect back of drawer and noticed some lights were not lit. Proceeded to reseat cables to back of drawer. Powered station back on with no change. Powered station back off and replaced pyxis module control board. During dchu visual inspection: p/n 151903-01: the part was received at dchu san diego with a broken inductor l300 and burn marks on both the inductor and the diode d300. During dchu testing: p/n 151903-01: dmm testing determined a damaged diode d300, no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer not being detected on the bus was a short-to-ground fault, which triggered an overcurrent event that damaged diode d300. Additionally, observed damage to the inductor contributed to the drawer failure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was a short to ground fault, which triggered an overcurrent event that damaged diode d300. There were no adverse events or injuries reported based on this event.